Event description:
It was reported that during routine follow-up, and upon interrogation, noise and low impedance were observed on the asymptomatic patients right ventricular lead. The lead was capped and replaced on (B)(6) 2014.